Manufacturer narrative:
The device was not available to be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. D2b. Additional device product code: dyg, dqe, kra.

Event description:
It was reported, after cardiac catheterization, the balloon of this swan ganz catheter was missing. The physician reportedly partially withdrew the swan ganz and then confirmed that the balloon was fully deflated prior to continued removal through the introducer sheath. Once removed, the physician observed that the balloon was missing. The introducer sheath was aspirated and flushed in an attempt to locate the missing balloon material; however, no balloon fragments were recovered. The sterile drape and procedural table were searched, and no balloon fragments were found. There was no allegation of patient injury.